Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suction was returned for analysis. Functional testing found that the suction was damaged and would not verify. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the straight suction is damaged and is difficult/ unreliable to register.